Event description:
It was reported that a revision hip surgery of a rejuvenate hip was done on the pt due to pain and a pseudo tumor. The surgeon took out the rejuvenate hip and implanted a restoration modular hip. Dr. (B)(6), noted observation of thickened necrotic soft tissue.

Manufacturer narrative:
Add'l info (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2012-01482.